Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that a patient presented with an intraocular lens (iol) that had been implanted for 12 years and was now noted to be shifted in the capsular bag. A surgeon repositioned the lens 2-3 weeks later. During a routine follow up about 2.5 months later, the retinal doctor noted that the iol had dislocated to the posterior pole. The lens was explanted and another lens was glued into position. The patient is noted to have stabilized thereafter.